Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens is chipped, component failure of the distal end cover glass, the distal end and rear end of the light guide bundles were interrupted and weakened and component failure of the light guide (lg) bundle. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Also, for the light guide lens is chipped, the cause was component failure of the distal end cover glass. And for the event the distal end and rear end of the light guide bundles were interrupted and weakened, the cause was component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had insufficient brightness. The issue was found during maintenance. There were no reports of patient involvement.